Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with high impedance on their atrial lead. During generator change on (B)(6) 2019, the lead was capped. Physician decided not to replace the lead as the risks outweighed the benefits. The patient was implanted with a single chamber pacemaker. Patient was stable.